Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/4.0 mm balloon ruptured at 12 atms. (The number of inflations performed is unknown.) The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The physician used a terumo introducer sheath for vascular access and a pt2 guidewire and a terumo guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good.'